Event description:
It is reported that a customer has issues with their insulin pump. The patient's blood glucose level was unknown. The customer stated that they smell insulin from the pump. The caller was transferred to the help line where they assisted the customer with reprogramming their insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.